Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a continu-flo solution set leaked. After approximately fifteen minutes into an unspecified infusion the patient¿s spouse observed a puddle on the floor. During inspection the leak was noted to be originating from ¿the distal clave.¿ roughly ¿20%¿ of the solution was lost. The tubing was changed and reprimed. The patient received the remainder of the infusion. The solution was infused via an unspecified baxter pump with a peripheral IV. The rate was 250ml/hour with a 250ml volume to be infused. Reportedly there was ¿unknown serious or important medical events.¿ no further information was available at the time of this report.

Manufacturer narrative:
Additional information: h4, h6 and h11. H4: device manufacture date: the device was manufactured between 24feb2025 and 25feb2025. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.